Event description:
The pt was prepped for a coronary artery by-pass procedure. The procedure began and the perfusionist realized the flow levels were decreased. The pt was assessed and the decrease in flow could not be attributed to the pt. The decision was made to cool the pt further and change out the by-pass machine. It was later determined the membrane of the by-pass machine may have been the cause of the decrease in flow.